Event description:
Our rep. Is reporting that during an arthroscopic should repair, the suture of the fixation device broke in such a manner that both the rep and the surgeon believe compromised the repair. After the helix anchor was deployed into the bone hole, while the surgeon was tensioning the suture to snug up the soft tissue, the suture broke slightly superior to the knot. This issue prevented the snugging up of the soft tissue to the satisfaction of the surgeon. Although the surgeon completed the repair, he feels that the less than adequate tension jeopardizes the success of the repair, may not have reduced the tear. In a post script, the rep and the surgeon believe that there is a strong possibility that the suture was nicked by the expressew device while the surgeon "was" the device to pass the suture through the tissue, thus precipitating the suture breakage.

Manufacturer narrative:
Mitek is at this point in time in the investigative mode, the results of which will be the subject of the follow-up report.